Event description:
Suture equipment was not usable. Healthcare provider had to obtain a second kit for use on patient. Suture kits have high failure rates for individual components. Failing an average of 60% of time for individual components, some higher. Manufacturer response for suture kit, cardinal health (per site reporter): waiting for their response.